Event description:
On (B)(6) 2022, (B)(4) (rep, hcp): the manufacturer representative (rep) reported that the healthcare provider (hcp) reported to them that while trying to get the lead out, the doctor tore the dura and 10 cm of the lead broke off and was left in the body.  Cause for explant was unknown at the time of the report, but it was noted the system had been implanted for 25 years. Additional information was received on august 15, 2022. The rep reported they aren't even sure if the patient's device is a product from the manufacturer. The rep reported the physician had called them and asked if the entire lead needed to be removed to ensure MRI compatibility as they wanted to know if leaving an explanted lead would cause harm to the pt. The rep reported the hcp had not in anyway asked for the rep's opinion on the complexities of the case nor the issues that may have incurred. The rep provided information to the hcp that was provided by technical services that the entire lead would need to be fully explanted. That was all the information the doctor wanted from the rep. Additional follow up was sent to the physician to try and obtain device and patient information. Additional information was received from the rep on august 17, 2022. It was further stated that the physician called them while they were in the case to ask if any leads (regardless of which manufacturer) were left in a patient, if that would be considered MRI conditionally safe. The rep informed the hcp what the manufacturer's guidelines are, but would contact technical services to confirm. The rep stated the physician had concern that if they continued trying to remove the lead, that it could result in a dural tear. The rep clarified that the physician did not state that there was a tear in the dura as a result of the surgery. The rep confirmed they were not present at the surgery. The rep is not certain if the lead / devices that were explanted was from the manufacturer.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 3487a lot# serial# (B)(6) implanted: explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) on (B)(6)2022. The hcp provided patient/device information and mentioned that the device was nearly 25 years old. Hcp clarified again that there was no dura tear. The reason for explant was because the implant system was off for several years, almost a decade and was not MRI compatible. The patient was not getting any benefit from the implant system even before and needed mris for other reasons which led to the explant. Device was sent to pathology.